Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. The system was found to be fully functional. The field generator em mobile was returned to the manufacturer for analysis. Physical damaged was noted. The field generator coil housing panel was cracked. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the emitter dropped and was broken. There was no patient present when this issue was identified.